Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found the system displayed a blue screen. A reboot cleared the message, but it returns later. The representative reloaded the software and the issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the imaging system mobile view station (mvs) will not boot. The representative confirmed the image acquisition system (ias) will boot and show as disconnected from the mvs. There was no patient present when this issue was identified.